Event description:
Information was received indicating that a smiths medical fluid warmer's doors were not closed as tightly as the previous machines. The pressure gates were reading high pressures but there was too much space and the balloon fills but does not squeeze the blood. The machine does not infuse the full 325ml unit of blood. It only accomplishes approximately half of a pint. There were no reported adverse events.